Manufacturer narrative:
The complaint sheath was returned after use alongside delivery system inserted with crimped valve.  Imagery was returned for review and the following was observed: -puncture through inner member and outer jacket -kink present on sheath with two sections of curved vasculature the returned sheath was visually inspected and the following was observed:  -kink observed approximately 3 inches distal to housing  -puncture through inner member and outer jacket approximately 7¿ from housing   -damage to distal end of valve frame  -damage to proximal end of valve frame   due to the nature of the complaint, no functional  testing or dimensional analysis was performed. The complaint was confirmed visually. During manufacturing of the axela sheaths, the device and its components are tested and inspected multiple times. Furthermore, each manufacturing lot is required to undergo the product verification (pv) testing under a sampling plan before final release. These inspections and tests during the manufacturing process support that it is unlikely that a manufacturing non-conformance contributed to the reported event. A device history review (DHR) was performed and the review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of lot history for the work order revealed additional complaints for the reported events. A review of similar complaints from june 2018 through may 2019 was performed and determined there were similar complaints. The axela sheath is a recently commercialized device, and control limits therefore have not yet been established. As such, complaint history has been reviewed and no confirmed manufacturing non-conformances were identified. Imagery was returned for review and the following were observed:  -puncture through inner member and outer jacket -kink present on sheath with two sections of curved vasculature the instruction for use (IFU) and training manuals state:  note access characteristics that would preclude safe placement of sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than 5.5 mm and 6.0 mm.  If necessary, predilate the femoro-iliac vessel.  Procedure may require an arterial cut-down with surgical closure of the puncture site due to the size of the arteriotomy.  Insert the device (delivery system) into the sheath.  When using the loader, flush the loader with heparinized saline and insert the device into the loader.  Using the fine adjustment wheel, ensure the balloon catheter is fully retracted into the flex catheter, orient the delivery system with the flush port pointing away and the edwards logo facing up, insert the loader until it stops. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure.  Advance the delivery system with the edwards logo facing up, through the sheath until the thv exits the sheath, consistent tactile feel until exiting sheath at tip, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.  If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ?2 cm.  In expectation of high friction, use short movements.  Based on the review of the IFU/training manuals, no deficiencies were identified. The complaints for the reported events were confirmed. No manufacturing non-conformances were identified. Due to the nature of the complaint, engineering was unable to perform any functional or dimensional analysis. A review of device history, lot history, complaint history, and manufacturing mitigations provided no indication that a manufacturing nonconformance contributed to the reported events. Review of the IFU and training materials did not reveal any deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was not an issue with the device when removed from packaging. Per the reported information, it was noted that, ¿presence of two acute vessels curves may have caused the kinking of both axela sheath¿. It was additionally noted that ¿access vessel degree of calcification: moderate and access vessel degree of tortuosity: severe¿. The patient¿s access calcification and tortuosity likely created a difficult and constrictive insertion pathway and further caused difficulties with advancement. These factors increase the likelihood of the sheath kinking. Use of high push force to overcome the resistance/fold in sheath due to tortuosity likely resulted in puncture present on inner member and outer jacket tear when the crimped valve interacted with the sheath. This is supported by the damage present on the valve frame. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification and/or tortuosity) and procedural factors (manipulation of system) may have contributed to the complaint events. A correction action preventative action (CAPA) investigation was created to further investigation these events. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device is to be returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding a 23 mm sapien 3 ultra valve in aortic position by right transfemoral approach. After a considerable difficult insertion of axela sheath, the axela was observed kinked at the common iliac. It was decided to introduce the commander delivery system which got stuck in the axela sheath where the kink was located. It was decided to remove the delivery system and the sheath. The guidewire was exchanged from a amplatz super stiff to a back-up meier . A new axela sheath and a new commander delivery system were used. No kinks were observed and no resistance was felt. The implantation was performed with excellent result. No access vessel injury.